Event description:
It was reported that during a procedure that when an electrophysiology catheter "was placed in the heart, it managed to kink itself and was difficult to remove from the body." No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. The device possessed a kink 9.6 cm from the distal tip. The most likely possible root causes are the catheter kinked as a result of mishandling during insertion/placement, or the catheter kinked due to ancillary equipment/device error. Sss's instructions for use state: "do not exert excessive pressure during placement of catheter, if unknown resistance is encountered." "Avoid excessive torque, stretching, kinking or bending of the catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires." "Inspect the catheter for overall condition and physical integrity. Do not use the catheter, if electrodes appear loose or if any damage is noted. If such problems exist, return the catheter and packaging to stryker sustainability solutions." The device history record for the returned device indicates that the device passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device